Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy cycles") and gastrointestinal injury ("loss of colon") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's past medical history included candida infection, parity 1 (they have had one baby with a cardiac defect.), c-section, ovarian cyst and gastrointestinal disorder. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included drug hypersensitivity with aspirin. Concurrent conditions included obesity, partial bowel obstruction, menses lack of, libido decreased, headache, lower abdominal discomfort, lost weight, hypothyroidism, candidiasis and mental disability nos since 1998. Concomitant products included sertraline hydrochloride for anxiety, diltiazem for heart disorder, levothyroxine for thyroid disorder nos as well as cilest (ortho tri-cyclen), cilest (ortho-tri-cyclen lo), cyanocobalamin-tannin complex (b12) and cyclobenzaprine. In 2007, the patient experienced back pain ("severe and persistent lower back pain") and pelvic pain ("pelvic pain"). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2008, the patient experienced abdominal pain ("abdominal pain") and weight increased ("weight gain"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion medically significant), mental disorder ("psychiatric or psychological condition"), menstrual disorder ("abnormal cycles") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation) and surgery (I have a j pouch in me, lots of pain off and on). Essure treatment was not changed. At the time of the report, the menorrhagia, gastrointestinal injury, weight increased, back pain, pelvic pain, mental disorder, menstrual disorder and abdominal pain upper outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, gastrointestinal injury, menorrhagia, menstrual disorder, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: (B)(6) she is currently planning for essure removal. Patient had essure placed in 2006 [as written]. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6)2012, test: CT scan- some ovarian cysts as well as question of thickened tubes. On (B)(6) 2012, test: ultrasound- some ovarian cysts as well as question of thickened tubes. Concerning the injuries reported in this case, the following one/ones were described in patients medical records: pelvic pain, abdominal pain further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient demographics were added. Event severe and permanent injuries was replaced with loss of colon, abdominal pain, heavy cycles, abnormal cycles, weight gain, severe and persistent lower back pain, pelvic pain and psychological condition nos, stomach pain, essure confirmation test not performed. Concomitant conditions and historical conditions added. Concomitant and historical drug added. Essure model number was updated to ess 305. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.